Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2012-02251 concerning the other device. It was reported to boston scientific corporation that a polaris ultra no shaft holes ureteral stent was placed on the patient's right side on (B)(6) 2012 using a cystoscope and no guidewire, in order to complete the procedure quickly upon removal of a polaris ultra ureteral stent (unknown which side the original stent was removed from). On (B)(6) 2012, the patient had a high fever. The right kidney was inflamed, but it is uncertain whether it was still hydronephrotic. The physician believed the fever was caused by the calcification and occlusion of the stent. On (B)(6) 2012, removal of the stent was attempted but failed due to calculus attached to the stent. On (B)(6) 2012, the stent was unable to be removed using extracorporeal shock wave lithotripsy. On june (B)(6) 2012, percutaneous nephrolithotomy was performed and the stent was successfully removed. The patient's condition upon the conclusion of the procedure is unknown; however, as of (B)(6) 2012, the patient had no fever.

Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2012-02251 concerning the other device. It was reported to boston scientific corporation that a polaris ultra no shaft holes ureteral stent was placed on the patient¿s right side on (B)(6), 2012 using a cystoscope and no guidewire, in order to complete the procedure quickly upon removal of a polaris ultra ureteral stent (unknown which side the original stent was removed from). On (B)(6), 2012 the patient had a high fever. The right kidney was inflamed, but it is uncertain whether it was still hydronephrotic. The physician believed the fever was caused by the calcification and occlusion of the stent. On (B)(6), 2012 removal of the stent was attempted but failed due to calculus attached to the stent. On (B)(6), 2012 the stent was unable to be removed using extracorporeal shock wave lithotripsy. On (B)(6), 2012 percutaneous nephrolithotomy was performed and the stent was successfully removed. The patient's condition upon the conclusion of the procedure is unknown; however, as of (B)(6), 2012 the patient had no fever.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris ultra ureteral stent revealed that the stent was cut and returned without the bladder pigtail. The stent body was severely calcified inside and outside. A guidewire was unable to pass through the device due to the calcification. Most likely, the stent could not be removed properly due to the calcification attached to the stent. In addition, the dfu states "encrustation" and "catheter occlusion" as potential complications; therefore, the most probable cause for this complaint is "anticipated procedural complication" as the event is most likely due to a known physiological effects of the procedure noted within the directions for use.

Manufacturer narrative:
(B)(4): stent calcified and difficult to remove.